Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm having my coils removed soon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("40 plus lbs") and experienced arthralgia ("hip pain") and loss of libido ("hoping my sex drive comes back"). The patient was treated with surgery (coils removed). Essure was removed. At the time of the report, the medical device removal, weight increased, arthralgia and loss of libido outcome was unknown. The reporter considered arthralgia, loss of libido, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : weight gain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm having my coils removed soon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("40 plus lbs") and experienced arthralgia ("hip pain"), loss of libido ("hoping my sex drive comes back") and breast swelling ("breast swelling"). The patient was treated with surgery (coils removed). Essure was removed. At the time of the report, the medical device removal, weight increased, arthralgia, loss of libido and breast swelling outcome was unknown. The reporter considered arthralgia, breast swelling, loss of libido, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : weight gain, arthralgia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event added: breast swelling. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm having my coils removed soon') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("40 plus lbs") and experienced arthralgia ("hip pain") and loss of libido ("hoping my sex drive comes back"). The patient was treated with surgery (coils removed). Essure was removed. At the time of the report, the medical device removal, weight increased, arthralgia and loss of libido outcome was unknown. The reporter considered arthralgia, loss of libido, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : weight gain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case has become serious incident. New events were added: I'm having my coils removed soon , hoping my sex drive comes back and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.